Manufacturer narrative:
According to information received this event could be related to vascular complications they are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occured outside of the USA, in poland. According to the information received, a patient was injected 1ml per side with rha 2 product in the temple area and bocouture 4u (botox) per point in the glabella on (B)(6) 2022. Six days later, on (B)(6) 2022, the patient complained about some necrosis symptoms (scabs) in the glabella of moderate intensity. In addition, the patient presented with two venous ulcerations on the course of the supraorbital vein. There was no vascular return disorder, swelling or pain. On (B)(6) 2022, the patient visited the injector again, who reported no signs of ischaemia but noticed an expansion of the scab into the eyebrow rim. The patient was also complaining about a sensation of pressure in the nasal root and a feeling of blocked nose. As of (B)(6) 2022, the lesions were still active and the feeling of pressure was remaining. As corrective treatments, the patient received : injection of hyaluronidase per ulcer sites and in the area of treatment : 1500 ui on (B)(6) 2022 and on (B)(6) 2022. An anti-inflammatory : aspirin 2 per day on (B)(6) 2022. An antibacterial topical cream : argosulfan 2 per day on (B)(6) 2022. A corticosteroid with antibiotic : maxitrol 4 per day on (B)(6) 2022. An antibiotic : ciprovex 2 x 500 mg on (B)(6) 2022. Ultrasound : exilis radiofrequency monopolaire in the temples, forehead and scalp on (B)(6) 2022 and (B)(6) 2022. Led x2 daily. Following this treatment, specifically after the monopolar radiofrequency treatment, there was a definite improvement, the pressure sensation in the scalp area gradually decreased and the lesions locally ceased to proliferate. On (B)(6) 2022, the lesions in the supraorbital orifice projection virtually healed. As per the latest information we received, the reported events completely resolved.